Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel there was no reported device malfunction and the product was not returned. Stenosis is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: the xience v everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience v is being filed under a separate manufacturing report number.

Event description:
It was reported that during a procedure of the mildly calcified, non-tortuous, restenosed 3.5 x 28 mm xience v stent in the unspecified coronary saphenous vein graft (svg) after predilatation the 3.0 x 15 mm xience stent delivery system (sds) was attempted with resistance to advance several times to the target lesion and was delivered, however, during the inflation attempt at 6 atmosphere (atm), the indeflator lost pressure. The sds was removed from the anatomy and it was noted the stent implant had dislodged off the balloon and remained in the proximal portion of the svg. The stent was deployed in the vessel at this location but not in the target lesion. Outside the anatomy, the sds did not reveal any balloon rupture or visible holes in the balloon or shaft. Using the same indeflator, a 3.0 x 15 mm xience v stent was advanced and deployed in the distal target location without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.